Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown. There was no report of pt involvement. The unit was evaluated at the philips repair bench and the failure was verified. Replacement of the power pca resolved the failure. The device passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the device unexpectedly shutdown. There was no report of pt involvement.